Event description:
A patient reported experiencing inaccurate erratic results with their meter. The patient's blood glucose results were 54 and 424 mg/dl. Tests were done within 11-20 minutes with a difference of 137%. Patient did not experience any adverse events. No further information has been reported.